Event description:
Bed found with tag stated "bed has no communication to the nurse's station." No injury reported.

Manufacturer narrative:
Technician found the bed had no nurse call. Replaced junction box assembly and replaced the cable strain relief to repair the issue.